Manufacturer narrative:
The ge representative conducted an onsite investigation. The software was reloaded. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system displayed a system file corrupted error message. No patient injury was reported.